Event description:
Status post revision of fusion, pt complained of pain and returned to or for a second revision. X-ray showed one rod disengaged from the right s1 pangea polyaxial screw. The pangea locking cap was still attached to the screw. The x-ray also showed the vertebral spacer-tr at l5-s1 shifted posteriorly. The surgeon removed and replaced screws, rods and locking caps. The vertebral spacer-tr was removed and replaced with other hardware, anteriorly at l5-s1. This is one (1) of four (4) reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.